Event description:
New information received indicates that the rv lead was capped and replaced on 2 jul 2024. Patient status was unknown.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unspecified oversensing. Patient status was unknown.